Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration contamination on the spacer and the return electrode. The lower electrode is completely detached and the middle electrode is worn. There are no manufacturing abnormalities visually observed with the returned wand. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function was activated and the device produces plasma on the remaining stubs of the electrodes. The suction- and saline line were tested and performed as intended. The complaint was verified; however, coblation or coagulation power is not fully functional as the device shows extensive wear and a completely detached electrodes. Therefore, the root cause was determined due to a damaged or broken device probably by not ensuring/disregard the recommendations in the IFU provided with the device, associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy procedure, the electrode wire at the front end of the cutter head were melt and could not be used. The device break inside the patient due to the malfunction, the piece was recovered. A backup device was available to complete the procedure with no significant delay and no patient injuries.